Event description:
It was reported to seaspine on 08 dec 2021 that the seaspine spinous process system failed in five patients in the postoperative period. Please reference the following five reports to capture the 5 patients/events: 3012120772-2021-00092, 3012120772-2021-00093, this MFR report, 3012120772-2021-00095, 3012120772-2021-00096.

Manufacturer narrative:
Multiple attempts to gather additional information surrounding the events have been made; however, it is unknown if surgical intervention was required or is planned. There were no reported issues with surgical technique and it is unknown if the patient complied with post-operative warnings, all of which can contribute to post-operative failures. The product was not returned for investigation. Additionally, the part number and lot number were not provided. The x-ray provided does not confirm the spacer has prematurely separated from the spine and a root cause was unable to be determined due to insufficient information. Possible adverse events: like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis) loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.